Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: a review of the pump black box revealed cs 064 alarms. The pump powered on with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. The pump was opened and there was no evidence of the corrosion or damage on the motor flex connector. Unrelated to the original complaint, there was a horizontal colored line found on the display. A test was used and worked properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.